Event description:
As reported to coloplast though not verified, patient was implanted with restorelle direct fix anterior mesh. Later, the patient experienced pulling sensation, urinary retention, constipation, bladder pain, cramps after urination, bilateral low side pain, urinary tract infection, scarring, right sided pain, rare/occasional episode of incontinence, recurrence of pelvic organ prolapse - stage ii, taut contracture of the right fornix, mesh exposure, dyspareunia, atrophic vaginitis, chronic interstitial cystitis, post coital bleeding, apical polypropylene vaginal mesh erosion, anterior compartment defect, pelvic pain and right lower quadrant pain. Pulling sensation eased after removal of a stitch on the left side. Later, a mesh erosion was trimmed and monsel's applied. An excision of mesh/cystoscopy with placement of left urethral stent were performed for mesh exposure and right apical and fornix vaginal wall contracture.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.